Manufacturer narrative:
Patient's grandaughter (B)(6) called in stating patients voice prosthesis has been clogging and leaking which resulted in patient being hospitalized 2 weeks ago. Patients dr. Recently changed the prescription to 4 per month due to the leakage. Please contact patients daughter (B)(6) @ (B)(6) for additional questions. An order was placed today by (B)(6) to replace the leaking voice prosthesis that were leaking. Please reference order# (B)(4) which is on hold pending follow up from complaints dept.follow up call to (B)(6): patient was admitted into (B)(6) hospital in (B)(6) on (B)(6) 2021 for pneumonia diagnosed by dr. (B)(6) and dr (B)(6). Patient was hospitalized for 3 days. Treating physician is dr. (B)(6) telephone number unknown. Patient is now fully recovered but is concerned about what medicare covers per month and how many voice prosthesis he will need due to leakage. He does not have the funds to order extra back up voice prosthesis. Patient will need a new one once a week and would like medicare to cover them as she does not want patient back in ER due to leakage issue's. There was a swallow test conducted on the patient on (B)(6) 2021 by a hospital ent who stated the opening in the back of the voice prosthesis (duck bill)is dripping into the opening.no other factors/variables contributed to the incident. The duckbill voice prosthesis started leaking 4 days after insertion. The leaking was expected as this same issue occurred last year where the leakage resulted in both patients lungs to collapse and required surgery sometime around 2020 exact date unknown. Leakage is coming thru the center, nothing thru the sides. Patient is possibly using water to clean the device as becky states the v/p did not come with cleaning supplies. Patient no longer has the leaking device, it was thrown away. *(B)(6) would like a call back from the medicare department whether medicare will cover 1 voice prosthesis per week.* UDI: (B)(4).

Event description:
Patients grandaughter (B)(6) called in stating patients voice prosthesis has been clogging and leaking which resulted in patient being hospitalized 2 weeks ago. Patients dr. Recently changed the prescription to 4 per month due to the leakage. Please contact patients daughter (B)(6) @ (B)(6) for additional questions. An order was placed today by (B)(6) to replace the leaking voice prosthesis that were leaking. Please reference order# (B)(4) which is on hold pending follow up from complaints dept.follow up call to (B)(6): patient was admitted into (B)(6) hospital in (B)(6) on (B)(6) 2021 for pneumonia diagnosed by dr. (B)(6) and dr (B)(6). Patient was hospitalized for 3 days. Treating physician is dr. (B)(6) telephone number unknown. Patient is now fully recovered but is concerned about what medicare covers per month and how many voice prosthesis he will need due to leakage. He does not have the funds to order extra back up voice prosthesis. Patient will need a new one once a week and would like medicare to cover them as she does not want patient back in ER due to leakage issue's. There was a swallow test conducted on the patient on (B)(6) 2021 by a hospital ent who stated the opening in the back of the voice prosthesis (duck bill) is dripping into the opening.no other factors/variables contributed to the incident. The duckbill voice prosthesis started leaking 4 days after insertion. The leaking was expected as this same issue ocurred last year where the leakage resulted in both patients lungs to collapse and required surgery sometime around 2020 exact date unknown. Leakage is coming thru the center, nothing thru the sides. Patient is possibly using water to clean the device as becky states the v/p did not come with cleaning supplies. Patient no longer has the leaking device, it was thrown away. *(B)(6) would like a call back from the medicare department whether medicare will cover 1 voice prosthesis per week.*UDI((B)(4).